Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 3cc of skinvive¿ by juvéderm® in the cheeks. Three days post-injection, patient experienced a rash on the forehead, cheeks, neck, and chest as well as dyspnea. Patient received an steroids, antihistamines, and antiviral drugs for symptom management. Symptoms are ongoing. The packaged needle was used. This was the initial use of the syringe.